Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level and diabetic ketoacidosis. Therefore, she took a bolus. Reportedly, the patient stated that the healthcare professional believed that this issue occurred due to a bent cannula. Subsequently, on (B)(6) 2019, the patient was admitted to the hospital, where she received insulin via intravenous route which resolved the issue. The patient was released from the hospital on (B)(6) 2019 (approximately) with no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.